Event description:
When the physician attempted to cross a lesion located in the left superficial femoral artery (sfa) with this guidewire, he felt a resistance. Therefore, he withdrew the guidewire out of the patient's body. When the physician inspected the wire after removal, he noticed that the wire was damaged at the distal end. When the product was returned and analyzed, it was reported that the wire was fractured. The patient was a male (age unknown). The vessel was described as moderately calcified and tortuous. The vessel had a 100% stenosis. The product was inspected and prepped prior to insertion, and no anomalies were found. There is no information as to how the procedure was completed. There was no reported injury to the patient.

Manufacturer narrative:
The intended procedure was an intervention of a lesion in the left superficial femoral artery (sfa). Access was obtained via a right femoral approach. There was moderate calcification and vessel tortuosity and a 100% stenosis. Resistance was experienced as the wire was advanced through the sheath. It was not reported how far the wire was advanced. Due to the resistance, the wire was removed, the physician noted that it was damaged. The sheath brand and size is unknown. The device was returned for analysis. Per analysis, there were indications of a core wire fracture and exposed core wire. There were no obvious indications of manufacturing defect or anomaly. According to the analysis, it is speculated that the clinical conditions may have been more severe than reported and that vessel characteristics and/or procedural factors may have contributed to the condition of the returned wire. The product analysis is inconclusive, however, it appears that lesion/vessel characteristics and procedural factors may have contributed to the reported event. The device was returned for analysis. As received, the specimen does not present any obvious indication of manufacturing defect or anomaly. Except where noted, the specimen appears visually and dimensionally correct. The bends over the distal 2.1 cm, as received, were presented in the form of an "over-hand" knot; the kink at 3.00cm presents tactile indications of a core wire fracture immediately proximal of the distal coiling wire, however, the fracture is contained within the ptfe tubing and remains non-viewable by non-destructive examination. Both the proximal and the distal ptfe tubing presents numerous cuts, scrapes and tears resulting in 6.05cm of core wire becoming exposed through the distal ptfe tubing from 10.45 to 16.50cm from the distal tip. The scrape/cut /tear damage to the ptfe tubing segments and the bend, kink and fracture damage to the distal 22cm of the specimen device suggest the calcification and tortuosity were greater than described in the complaint documentation, or that the diameter of the device was such that the documented calcification and tortuosity increased the damage potential. The damage to the distal 3cm appears consistent with an unsuccessful attempt to cross an obstruction. No additional relevant clinical information was provided to provide background to this event beyond that noted earlier in this report. These observations and suppositions are based on the evidence presented by the sample article and the supporting documentation. Pending receipt of additional information, assignment of root cause for this complaint remains speculative and inconclusive.